Manufacturer narrative:
Submit date: 11/8/2017. An investigation is currently under way; upon completion the results will be forwarded. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reports that the device's tip snapped off/sprayed. No harm resulted to nurse as she was wearing personal protective equipment. There was no patient involvement.

Manufacturer narrative:
A review of the device history record was completed. The review confirmed no abnormal process conditions were present during the manufacturing of this product that would lead to the reported condition and all acceptance criteria inspections per established sampling levels were within acceptable limits during the production process. Product analysis was unable to be completed as no samples or photographs have been provided. The method of root cause analysis that was implemented in this investigation was to conduct a six m assessment that evaluated causes. Root cause investigation could not confirm if a manufacturing related issue as this may occur if excess angular stress is placed on the tip during use or a malfunctioning mating device damaged the tip causing premature failure/breakage. Based on the information available and the investigation findings, a formal investigation is not deemed necessary at this time. The reported condition could not confirm a manufacturing defect. If additional information is received warranting further analysis, the investigation may be resumed. This complaint will be used for tracking and trending purposes. If information is provided in the future, a supplemental report will be issued.